Event description:
The customer contacted baxter's technical service center regarding a check supply line (csl) alarm, which occurred on the homechoice (hc) during use, during prime. The baxter technical service representative (tsr) had the caregiver (cg) check the line for kinks, clamps, occlusions, and they insured the frangible was broken. They flipped the supply bag and resumed prime. The alarm reoccurred. The cg stated that the supply line had a small amount of moisture on the outside. The tsr advised the cg to start over with new supplies. The cg would start over with new supplies and the hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(4) 2012 and she said the patient was able to resume therapy after starting over with new supplies. She said the supply line was wet from some solution coming from the connection point. Since then she has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined.per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.